Manufacturer narrative:
Trackwise- (B)(4). Updated field: b4, d9, g3, g6, h2, h3, h6 (type of investigation, investigation findings, component codes, investigation conclusions), h11 the device was returned to the factory for evaluation on 10/03/2025. A photograph was provided by the account. A photographic evaluation was conducted. Product information was observed in the phortograph. An investigation was conducted on 10/14/2025. A visual inspection was conducted. Signs of clincal use and evidnece of blood was observed on the intact btt. The btt was able to be inflated. No visual defects were observed on the silicone btt. A 5cc syringe, filled with saline was attached to the co2 line on the btt and squeezed the syringe to spray the saline. There was no backflow observed in the co2 line. Based on the returned condition of the device and no specific failure reported, there were no failure observed. The lot # 3000471816 history record review was completed. There were no ncmrs, rework, or deviations documented for the reported lot number. Based on the DHR/lhr review results, it was determined that there is no relation between the batch manufacturing process and the reported failure.

Event description:
N/a.

Manufacturer narrative:
(B)(4). The device has not yet been returned to maquet cardiac surgery for evaluation. We are following up with the customer for the return of the device. A supplemental report will be submitted if the device is received.

Event description:
The hospital reported that they were having issues with the vasoview hemopro 2. They are erroring when they plug them in, which is making them unusable. They thought it was the machine but when we switch to a different lot it will not error. They don't know if there is patient effect, if the patient is in the room or any more information at the time. They can confirm that when using a different lot number of the disposable the device seems to work as designed. At the time. They can confirm that when using a different lot number of the disposable the device seems to work as designed.